Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no similar incidents reported. All available information was investigated. The difficulties encountered were the result of case circumstances, as the clip delivery system (cds) trajectory was not optimal. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve; however, the trajectory of the clip going into the left ventricle (lv) was not optimal. It was recommended to the physician to adjust the trajectory, but he proceeded to grasp the leaflets. The clip was successfully deployed, but after a few heart beats, the clip detached from the anterior leaflet, and remained attached to the posterior leaflet (slda). A second clip was implanted to stabilize the slda clip and the mr was reduced to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.